Event description:
Additional information: a valve in valve was performed with a 23mm sapien 3 ultra resilia valve.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device is no accessible for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the medical record. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position, approximately 1 year post valve implantation the valve was reported to be stenotic with increased gradients. The patient has shortness of breath. A valve in valve is to be performed.

Manufacturer narrative:
Investigation is underway. H3 other text: not returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section b1 has been updated.